Event description:
It was reported that during placement in an emergency situation, the foley catheter had spontaneous dislodgement. The leak occurred from the balloon section. There is no such item that came into contact with the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.